Event description:
Procedure: urological/ gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).